Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume and each setting functioned properly. No unexpected audio or vibration anomalies noted. No hardware low level failures error noted during self test or in insulin pump history files device received with intermittent button response during testing due to broken trace on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the keypad of the insulin pump was unresponsive. Blood glucose value was unknown at the time of the incident. The caller also stated that the insulin pump had an audio anomaly. Troubleshooting was performed for the keypad however the issue was not resolved. It was not mentioned if the audio anomaly was resolved. The customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.